Manufacturer narrative:
Citation: vavuranakis m. Antithrombotic therapy in patients undergoing tavi with concurrent atrial fibrillation. One center experience. J thromb thrombolysis. 2015 aug;40(2):193-7. Doi: 10.1007/s11239-015-1210-x. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding antithrombotic therapy in patients undergoing tavi with concurrent atrial fibrillation. All data were collected from a single center between june 2008 and september 2012. The study population included 80 patients (predominantly male; mean age 80 years), all of whom were implanted with medtronic corevalve device. The serial numbers were not provided. Among all patients 90-day and 24 months mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients 9 major adverse cardiac events occurred which included myocardial infarction and stroke, and 6 patients with bleeding were reported. Based on the available information, these events may have been attributed to a medtronic product. No additional adverse patient effects or products were reported.

Manufacturer narrative:
Additional information was received that none of the adverse events were directly related to the medtronic device. If information is provided in the future, a supplemental report will be issued.